Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 580 mg/dl. Customer's other blood glucose value was 600 mg/dl the customer stated that the quick release may not be locking in place. The customer was treated with insulin pump. Troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned for the analysis.